Event description:
Using synthes reaming irrigator aspirator (ria). It contains a reusable instrument and 5 disposable attachments. The tube assembling device is disposable and a small piece broke off it in wound. Incision was irrigated and c-arm and flat plate x-ray was done to ensure piece was removed. Device was being used in tibial canal.